Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/migration/migration of essure device: right tube'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and autoimmune hypothyroidism ('autoimmune disorder-type of disorder hypothyroidism') in a 34-year-old female patient who had essure (ess205) (batch no. 620756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, gravida ii, parity 1, mittelschmerz, chronic uti, anxiety, hypertension and amenorrhea. Previously administered products included for an unreported indication: ortho evra and yasmin. Concomitant products included ethinylestradiol;levonorgestrel (seasonale) since 2004 to (B)(6) 2011, ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2011 and medroxyprogesterone acetate (depo provera) from (B)(6) 2007. In 2004, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmennorhea") and pelvic pain ("pelvic pain /chronic"). In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune hypothyroidism (seriousness criterion medically significant), migraine ("migraines / migraine headache") and headache ("headaches"). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"), pruritus ("rashes or skin conditions type: pruritus"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and novasure endometrial ablation.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, autoimmune hypothyroidism, migraine, headache, nausea and fatigue outcome was unknown and the menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain, allergy to metals and pruritus had resolved. The reporter considered abdominal pain, allergy to metals, autoimmune hypothyroidism, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2007. Insertion details-there were 7coils noted on the left tube and 5 coils noted on the right tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results of confirm. Test: bilateral occlusion. Concerning the injury reported in this case, the following ones were described in patient medical history conforming-pelvic pain, headaches, dysmenorrhea, menorrhagia, hypothyroidism, fatigue, pruritus and nickel allergy. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs received- new event added- vaginal bleeding, menorrhagia, pruritus, migraines, headaches, hypothyroidism, fatigue and nausea. Lot number was added. Even verbatim updated as fallopian tube perforation/migration/migration of essure device: right tube. Event migration was deleted. Medical history, concomitant drug and condition were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/migration/migration of essure device: right tube'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and autoimmune hypothyroidism ('autoimmune disorder-type of disorder hypothyroidism') in a 34-year-old female patient who had essure (ess205) (batch no. 620756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, gravida ii, parity 1, mittelschmerz, chronic uti, anxiety, hypertension and amenorrhea. Previously administered products included for an unreported indication: ortho evra and yasmin. Concomitant products included ethinylestradiol;levonorgestrel (loseasonique) from (B)(6) 2011 to (B)(6) 2011, ethinylestradiol;levonorgestrel (seasonale) since 2004 to (B)(6) 2011 and medroxyprogesterone acetate (depo provera) from (B)(6) 2007 to (B)(6) 2007. In 2004, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmennorhea") and pelvic pain ("pelvic pain /chronic"). In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune hypothyroidism (seriousness criterion medically significant), migraine ("migraines / migraine headache") and headache ("headaches"). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"), pruritus ("rashes or skin conditions type: pruritus"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and novasure endometrial ablation.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, autoimmune hypothyroidism, migraine, headache, nausea and fatigue outcome was unknown and the menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain, allergy to metals and pruritus had resolved. The reporter considered abdominal pain, allergy to metals, autoimmune hypothyroidism, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2007 insertion details-there were 7coils noted on the left tube and 5 coils noted on the right tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results of confirm. Test: bilateral occlusion. Concerning the injury reported in this case, the following ones were described in patient medical history conforming-pelvic pain, headaches, dysmenorrhea, menorrhagia, hypothyroidism, fatigue, pruritus and nickel allergy. Lot number: 620756 manufacturing date: 2006/09 expiration date: 2008/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and device dislocation ('migration:') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea,"), pelvic pain ("pelvic pain /chronic"), abdominal pain ("abdominal pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation and device dislocation outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, device dislocation, dysmenorrhoea, fallopian tube perforation and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2007 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: results of confirm. Test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received : case become incident. Unspecified event "injury to herself" was updated to more specific events : abdominal pain, pelvic pain, device dislocation, dysmenorrhea, nickel allergy, fallopian tubes perforation. Reporter added, patient demographic added, essure removal date added, product indication updated. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.